Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0/ (B)(4)/ model #: 1420 / expiration date: 2018-07-31 UDI #: (B)(4) mfg date: 2017-07-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller power port was not recognizing any batteries for an extended period of time. It was also reported that the controller exhibited three power disconnect alarms that were not heard by the patient, who reported that they heard a low priority alarm. While preparing to exchange the controller to the backup vad controller, it was noted that the screen on the bakcup controller was cracked. Lubrication servicing was performed on all of the power sources. The controllers were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two (2) controllers were returned for evaluation. Failure analysis of (B)(6) revealed that the unit passed functional testing. The controller power ports were able to recognize power sources and functioned as expected. As a result, the reported ¿not recognizing batteries¿ event could not be confirmed. A visual inspection under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Visual inspection of controller (B)(6) revealed a crack on the front display. Functional testing revealed that the controller was unable to run a motor fixture and would sound a vad disconnect alarm. Supplemental testing revealed that the pump motor controller, which is the integrated circuit responsible for operating the pump, was faulty and not outputting the expected pulse width modulation signal. This is an additional finding, not related to the reported event, likely due to a faulty pump motor controller (pmc) integrated circuit. Log file analysis revealed that the controller in use during the event date, (B)(6), contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Alarm log files revealed three (3) power disconnect alarms that were logged on (B)(6) 2018 at 09:25:27, 09:44:49 and 9:46:40. During the power disconnect alarm a safety alert word (saw) value was recorded indicating that connected battery's cell pair depleted below a voltage threshold. Additionally, log file analysis revealed a controller power up event on (B)(6) 2018, at 16:35:29. The controller was without power for 18 seconds. As a result, the reported power disconnect alarm, cracked display and loss of power events were confirmed. The most likely root cause of the reported ¿power disconnect alarms¿ can be attributed to a battery malfunction. A possible root cause of the reported ¿cracked display¿ event can be attributed, but not limited, to the handling of the device. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial or lot#: (B)(6). Controller d10: yes, return date: 10-jan-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 120, 180 h6: FDA conclusion code(s): 19, 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
While preparing to exchange the controller to the backup vad controller, it was noted that the screen on the backup controller was cracked.